Manufacturer narrative:
This report was discovered to be a duplicate of pr (B)(4) submitted as MDR number 1218950-2020-04225. Device investigation is completed; please see updated codes in this report.

Event description:
It was reported to philips that the power indicator was not working. There was no patient involvement.